Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-04879 & 05691 & 05847).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-04879 & 05691).

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to tibial subsidence. Operative report noted a stress fracture through the medial femoral condyle next to the femoral component during the revision procedure. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-04879 & 05691 & 05847).

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to tibial subsidence. Operative report noted a dislocated tibial bearing, hemarthrosis and a stress fracture through the medial femoral condyle next to the femoral component during the revision procedure. All components were removed and replaced with a total knee system.